Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, reduced sensing and high threshold capture were noted on the right ventricular (rv) lead. Fluoroscopic imaging revealed a rv lead dislodgement. The lead was capped and replaced. The patient was stable.